Event description:
A (B)(4) user facility reported that a disconnection of the bloodline from the venous port of a catheter (central line) occurred during dialysis treatment. Blankets and fleece clothing are reported to have obstructed the access from view. Additionally, there was no hemoclip in place. When the patient was discovered by staff, he was unresponsive and was reported to have lost approximately 2l of blood and later died. We have learned that the hemodialysis machine did alarm when the patient's blood pressure dropped. Although fmc canada was made aware of the event on (B)(6) 2011, confirmation of the bloodline used and lot number was not received until (B)(6) 2011. Additional information has been requested, but not received. Note: no malfunction of the bloodline was reported by the hospital.

Manufacturer narrative:
(B)(6). As part of the investigation, an (B)(4) technician went into the account to perform functional checks on the hemodialysis machine on (B)(4) 2011. Only functional tests that were related to the patient incident were validated. Results of the testing confirmed that all tests passed and all alarms alarmed appropriately. There were no errors or deviations, and therefore, no malfunction is attributed to the hemodialysis machine. It is the opinion of (B)(6) that user error may have been a contributory factor as there was no reported malfunction of the device.